Event description:
During a follow-up, x-ray revealed externalized conductor. All electrical parameters reported to be normal. Lead will remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.